Event description:
The reporter indicated that the pt suffered from a recent near-syncopal episode. The device appears to be capturing appropriately (pt has complete heart block), however, lead impedance has risen from 600 ohms 6 months ago to 900 ohms 3 months ago to 1500 ohms today. A subsequent telemetry reading showed approx 800 ohms with the pt sitting with his hand on his lap. Lifting his arms over his head or holding his arms out to his sides showed lead impedances between 1400 and 1500 ohms.